Event description:
Medtronic arcpoint pulmonary needle 21g became dysfunctional during use in procedure - biopsy needle was in use during procedure when it broke. No impact to the patient, got a new needle to use.